Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse events of pulmonary edema and acute respiratory failure, characterized by generalized swelling, pleuritic chest discomfort and hypervolemia, which warranted hospitalization. Causality was attributed to the patient missing 1-2 sessions of pd therapy due to ¿patient line is blocked¿ soft alarms, and an inability to perform capd or manual therapy while maintaining appropriate sterility. Additionally, the patient¿s history of copd complicated the patient¿s respiratory status even further. Hypervolemia is a common, often multifactorial, and frequently preventable process. Factors such as skipped or missed treatments can contribute to the patient¿s development of respiratory issues and pulmonary edema. However, while there is no objective evidence indicating the liberty select cycler caused the adverse events, the device cannot be excluded from having a possible contributory role. Given the lack of manufacturer evaluation of the suspect device and causality of the ¿patient line is blocked¿ soft alarm, there is insufficient evidence to disassociate the liberty select cycler from the events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance with a cycler replacement. During call, the pdrn stated the patient is at the hospital in the moment. The discharge summary was received on (B)(6) 2020, which revealed the patient presented to the emergency room (ER) on (B)(6) 2020 for shortness of breath (acute respiratory failure), pleuritic chest discomfort (lower anterior ribcage) and generalized swelling (specifics not provided). The patient reported experiencing liberty select cycler alarms and missed 1-2 sessions of ccpd therapy (does not perform manuals due to comorbidities). A chest x-ray obtained in the ER was significant for pulmonary edema, and hematological studies showed the patient had a low hematocrit (21.7%), hemoglobin (7.3 g/dl), elevated glucose (256 mg/dl), elevated ck (371.9 u/l) and an elevated troponin (0.613 ng/l). The patient was officially admitted on (B)(6) 2020, and was evaluated by cardiology who reported the patient¿s elevated troponin was due to her esrd and a ¿non-vascularizable coronary artery disease (cad) in the setting of acute respiratory failure¿¿ additionally the patient¿s acute respiratory failure is further complicated by his past medical history of chronic obstructive pulmonary disease (copd). While hospitalized the patient demonstrated some confusion and combativeness; however, these were attributed to his history of dementia and chronic narcotic use. On (B)(6) 2020 the patient was transfused with 1 unit of packed red blood cells (prbc) due to a decrease in the patient¿s hematocrit (20.8%) and hemoglobin (6.8 g/dl), however the rationale for the decrease (anemia) was not provided. The pdrn reported the patient underwent continuous ambulatory pd (capd) while hospitalized, receiving manual exchanges every two hours for increased ultrafiltration (uf). The patient was treated for constipation utilizing miralax and was discharged on (B)(6) 2020 in stable condition. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient¿s liberty select cycler had not yet been returned to the manufacturer. The patient will resume ccpd therapy utilizing the replacement liberty select cycler, as the pdrn is unable to determine the cause of the ¿patient line is blocked¿ soft alarms. The patient was subsequently hospitalized and no pd catheter (not a fresenius product) intervention was required/reported.